Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/10/2020. Device evaluation summary: according with the information provided, the patient experienced bilateral capsular contracture. The devices were removed and reinserted, therefore the devices were used in an off label manner. The patient had two incidences of capsular contracture with this device. The product was returned and analyzed under 1645337-2019-16194 initially, and the information has been transferred to this product investigation. During visual inspection of the device a crease was found on the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. No other anomalies were observed. Per mentor the instructions for use, mentor devices are intended for single use only and should not be re-implanted. Per operative report provided, the device was used in an off-label manner as it was re implanted after being removed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. The off-label-use of this device is reflected in 1645337-2019-16194. The b5 submitted with initial report on 8/16/2019 contained the following erroneous statement: the patient got a recommendation who suggested the patient remove her implants and place them over the muscle. This was performed on (B)(6)2019. The correct statement is as follows: he patient got a recommendation who suggested the patient remove her implants and place them over the muscle. This was performed on (B)(6)2018. Mentor became aware of this error on (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 275cc mentor memorygel breast implant, catalog# 3502754bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with a 275cc mentor memorygel breast implant experienced left sided baker¿s grade iii/IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician. The patient received 4 weeks of physical therapy and was prescribed singulair. The patient got a recommendation who suggested the patient remove her implants and place them over the muscle. This was performed on (B)(6) 2019. This was the patient¿s second incidence of capsular contracture in a series of three capsular contractures noted with the use of mentor products. The third incidence of capsular contracture was reported under manufacturer¿s reference number (B)(4) and was the first event mentor was made aware of. On 7/23/2019 mentor received additional information and initial awareness of the additional two events of capsular contracture. The other event is documented under manufacturer¿s reference number (B)(4).